Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent dislodgement occurred. The target lesion was located in the left anterior descending artery. The physician successfully deployed a 2.5x16mm promus element plus stent at the target lesion. The physician advanced a 2.5x12mm promus element plus stent delivery system to place proximally; however, he had difficulty positioning the device. He removed the promus element plus delivery system and noted the stent was not on the delivery system. The physician determined the stent was in the left main artery. The physician advanced an unknown 2.0x8 balloon catheter and inflated the balloon to 2atms to secure the stent on the balloon. The stent was successfully removed into an unknown guide catheter. During removal of the guide catheter, balloon catheter and promus element stent, the stent became stuck on the proximal end of an unknown sheath. When the physician attempted to snare the stent the snare would not open inside the sheath. The physician then advanced an unknown wire to try to secure the stent but the stent was no longer in the proximal end of the sheath. The patient was taken to interventional radiology and the stent was found in the femoral artery. The physician expanded the stent in the femoral artery. The physician advanced a non-bsc stent and advanced it to the lad, proximal to the 2.5x16 promus element plus stent, and deployed the stent successfully. No further patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).